Event description:
Pt experienced extravasation of IV contrast (100 ml) during use of the percupump touchscreen (cat. #5800). After injection, the pt complained her hand hurt, scan was conducted and the pt was taken to the ER. Hot packs were applied immediately after injection. The pt underwent a flieschectomy-skin was opened surgically for drainage.